Manufacturer narrative:
D9: product received date 9/11/2024. H3: one device was returned for repair with complaint of white screen alarm followed by error code 41100. Service history review identified there was no indication that the complaint was related to a service of the device within the 12-month period. Review of event history found error code 41100, verifying complaint. Visual and functional testing was performed, and the complaint was not duplicated. The fault 41100 is linked to the safety signal of the analog-to-digital converter. The module is the cause for both error code 41100 and intermittent communication connections.

Event description:
It was reported that the device exhibited a ¿white screen¿ alarm followed by error code 41100. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.